Event description:
Infected right hip irrigation & debridement due to broken screw (lag screw) this report was prepared pursuant to the requirements of the smda, and is inadmissible as evidence, and is not an admission of liability.